Event description:
No capture at maximum output was reported; apparent lead fracture. The lead was explanted and replaced. Additional information was subsequently received reporting oversensing, ventricular noise on atrial pace, and loss of capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed. Other: no capture at maximum output was reported; apparent lead fracture. The lead was explanted and replaced. Additional information was subsequently received reporting oversensing, ventricular noise on atrial pace, and loss of capture. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor. Device was out of specification in a manner that relates to event, capture, failure to, lead(s), fracture of, oversensing, noise.

Event description:
No capture at maximum output was reported; apparent lead fracture. The lead was explanted. No patient complications have been reported as a result of this event.